Event description:
It was reported in an implantable cardioverter defibrillator (ICD) summary that the left ventricular (lv) lead exhibited loss of capture. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".